Event description:
It was reported that a spectrum iq pump displayed a white screen. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the processor printed circuit board (pcb) was found to be defective. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the reported condition was a defective processor pcb. The processor pcb requires replacement to address the reported problem. Should additional relevant information become available, a supplemental report will be submitted.